Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. On 06/12/2026, it was reported that the patient¿s CGM was initially reading around 140-150 mg/dl throughout the day and then started reading LOW. The patient was also wearing a Tandem insulin pump. The patient then began vomiting and initially thought it was food poisoning. Around 8pm, the patient tested their BG meter reading and it was reading HIGH while the CGM was still reading LOW. The patient went to the Emergency room (ER) for evaluation. At the ER, the patient was diagnosed with DKA and treated with IV insulin and IV fluids. The patient was discharged on (b)(6)2026. The patient was ¿fine¿ at the time of report. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. The reported glucose values fall within the D zone of the Parkes Error Grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).Diabetes Mellitus is a known cause of Diabetic Ketoacidosis.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026